Event description:
This report is based on information provided by a philips remote service engineer and a bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device won¿t connect to corsium. The device was not in use; therefore, there was no patient or user impact.